Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disease") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), fatigue ("fatigue") and feeling abnormal ("head foggy"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune disorder, fatigue and feeling abnormal outcome was unknown. The reporter considered autoimmune disorder, fatigue, feeling abnormal and pelvic pain to be related to essure. The reporter commented: patient suffered injuries including "ovaries intact". Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune thyroiditis ("autoimmune disorder type of disorder: hashimoto's thyroiditis") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease, kidney stones, hypothyroidism, acne, hormonal imbalance and tarsal coalition. Concurrent conditions included uterine bleeding, uterine leiomyoma, endometrial ablation, uterine fibroids, abdominal pain, adenomyosis, leiomyoma nos and corpus luteum cyst. Family history included carcinoma bladder. Concomitant products included nystatin and thyroid (nature throid). In 2007, the patient had essure inserted. In 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and bone loss ("dental problems - bone less"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("pain on lower right side of abdomen."). On (B)(6) 2018, the patient experienced pleurisy ("infection (other), describe: pleurisy"). On an unknown date, the patient experienced feeling abnormal ("head foggy"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, fatigue, feeling abnormal, pleurisy, bone loss, dysmenorrhoea, alopecia and abdominal pain lower outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, bone loss, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, pelvic pain, pleurisy and vaginal haemorrhage to be related to essure. The reporter commented: patient suffered injuries including "ovaries intact" essure was placed in right ostia fixed with 2 trailing coils and left ostia was with 5 trailing coil. Insertion details: discrepancy noted as per pfs previously reported date of insertion, 2008, now in medical record date of insertion was reported, (B)(6) 2006. Removal details:operation procedure. Performed. Total, laparoscopic hysterectomy, bilateral salpingectomy removal of bilateral essure devices, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion and the healthcare provider tell about the results that my fallopian tubes were blocked. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : aka name added, patient demographic updated, essure insertion date updated, event autoimmune disorder was replaced by hashimoto's thyroiditis and events added- abnormal bleeding (vaginal, menorrhagia), pleurisy, bone loss, dysmenorrhea, hair loss, abdominal pain lower. Events onset date, concomitant drug , medical history and lab data added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and autoimmune thyroiditis ('autoimmune disorder type of disorder: hashimoto's thyroiditis') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hashimoto's disease, kidney stones, hypothyroidism, acne, hormonal imbalance and tarsal coalition. Concurrent conditions included uterine bleeding, uterine leiomyoma, endometrial ablation, uterine fibroids, abdominal pain, adenomyosis, leiomyoma nos and corpus luteum cyst. Family history included carcinoma bladder. Concomitant products included intrauterine contraceptive device (iud nos), nystatin and thyroid (nature throid). On (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia),") and bone loss ("dental problems - bone less"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia),"). In (B)(6) 2009, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). On (B)(6) 2009, the patient experienced autoimmune thyroiditis (seriousness criterion medically significant), 3 years after insertion of essure (ess205). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and abdominal pain lower ("pain on lower right side of abdomen."). On (B)(6) 2018, the patient experienced pleurisy ("infection (other), describe: pleurisy"). On an unknown date, the patient experienced feeling abnormal ("head foggy") and menstruation irregular ("irregular periods"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the pelvic pain, autoimmune thyroiditis, fatigue, feeling abnormal, pleurisy, bone loss, dysmenorrhoea, alopecia, abdominal pain lower and menstruation irregular outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain lower, alopecia, autoimmune thyroiditis, bone loss, dysmenorrhoea, fatigue, feeling abnormal, menorrhagia, menstruation irregular, pelvic pain, pleurisy and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient suffered injuries including "ovaries intact" essure was placed in right ostia fixed with2 trailing coils and left ostia was with 5 trailing coil. Insertion details: discrepancy noted as per pfs previously reported date of insertion, 2008, now in medical record date of insertion was reported, (B)(6) 2006. Removal details:operation procedure. Performed.total, laparoscopic hysterectomy, bilateral salpingectomy removal of bilateral essure devices, cystoscopy. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion and the healthcare provider tell about the results that my fallopian tubes were blocked bilateral fallopian tube occlusion is documented. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : essure insertion date updated, product essure 305 is updated to essure 205. Events added- irregular periods. Concomitant drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.